Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the implant moved away from the implant bed and caused pain. The device was explanted on (B)(6), 2013.